Event description:
During the total knee revision, a bur was attached to the micro 100 power system device and reportedly locked into place. The surgeon feels the vibration of the drill caused the bur to loosen from position and fall into the patient's tibial canal. They were unable to retrieve the bur from inside the bone. There remains a retained bur tip in the patient's distal tibial canal.